Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.

Event description:
Boston scientific received information that the patient's right atrial (ra) lead was repositioned one day post-implant due to dislodgement. During this revision, blood was observed in this right ventricular (rv) lead. As the rv lead measurements were normal, no change was made to the rv lead. However, later that day the rv lead pacing thresholds had increased dramatically, to greater than 3v. A microdislodgement was suspected, but as the pacing impedance measurements and sensing were acceptable, it was planned to monitor the rv lead to see if the thresholds would stabilize. During monitoring, one missed beat was observed that was likely caused by the auto capture function. The patient was discharged from the hospital. Three days later, a remote interrogation of the device showed loss of capture on the rv lead even at an output of 5v. The patient was brought back and an rv lead revision was performed after the weekend. During the revision, the rv lead was explanted and replaced successfully. However, during the procedure, the helix on the ra lead was inadvertently retracted and it could not be extended properly again. Therefore, the ra lead was also explanted and replaced. No additional adverse patient effects were reported.